Event description:
The physicist reported that the cardiologist had requested that the treatment be interrupted to provide more pain medication to the patient. The treatment was interrupted by pressing the interrupt button and the active wire retracted. Only 273 seconds of the full 391 second treatment was delivered prior to the treatment interruption. Upon resuming the treatment, the system generated an error, "wire drive engage failed". The error was cleared with a password, and technical services instructed the physicist to perform a wire verification check. Upon attempting to complete the wire verification check, another "wire drive engage failed" error occurred. A replacement cartridge was sent to the site, and the treatment was successfully completed the following day using the new cartridge.